Manufacturer narrative:
Product event summary: the data files were returned and analyzed. One patient file was received and recorded on the reported date of the event. The patient file showed 29 applications were performed using a non-returned balloon catheter. Patient file did not show any system notice on the reported date of the event. In conclusion, the reported shaft kink could not be assessed through data analysis. The physical product was not returned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, the mapping catheter experienced a kink in the electrode shaft. The kink prevented the electrode from passing smoothly through the y valve inlet and affected the effective length needed for pulmonary vein occlusion. The surgeon needed to repeatedly detect the pulmonary vein and deliver the electrode to the distal end for coaxial support. The mapping catheter was replaced, which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the 2ach20 mapping catheter with lot number 9210261 was returned and analyzed. Visual inspection showed the loop was intact with no apparent issues or damage. Visual inspection of the pebax tubing area showed it was intact with no apparent issues or damage. Visual inspection of the electrodes showed the electrodes were intact with no apparent issues. All electrodes were present on the loop section and no cosmetic issues or anomalies were identified. Visual inspection of the shaft showed it was kinked approximately 8 inches from the lemo connector. Visual inspection of the introducer showed it was intact with no apparent issues or damage. Visual inspection of the lemo connector showed it was intact with no apparent issues or damage. The mapping catheter was connected to the test cable. The continuity and impedance measurement between the electrodes and the other side of the cable showed the electrode's continuity and impedance to the cable were normal. In conclusion, the reported shaft kink was confirmed during analysis. The mapping catheter failed the returned product inspection due to a kink/twist on the shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.